Event description:
It was reported that balloon rupture and tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 30 atmospheres, the balloon ruptured in transverse direction. The mustang balloon was removed from the patient's body; however, about 1.5cm distal tip of the balloon was remained in the patient and could not be found. The physician thought the tip migrated to a tiny branch of the pulmonary artery and was invisible so it was unable to be removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the patient came back to the hospital for reintervention of the arteriovenous fistula and the physician was able to capture the detached tip in the arterial aneurysm.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 8.0 x 40, 75cm was returned. A full circumferential balloon tear 51mm distal from the proximal bond was identified. A visual and microscopic examination of the balloon material identified no other issues. The detached section of the balloon was not returned. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified stretching and damage starting 11mm distal of distal markerband and extending 12mm distally. A visual and tactile examination identified a tip detach. The detached tip was not returned. No other issues were identified during the product analysis.

Manufacturer narrative:
B2 outcomes attrib to adv event corrected from required intervention to prevent permanent impairment/damage to other serious (important adverse event).

Event description:
It was reported that balloon rupture and tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 30 atmospheres, the balloon ruptured in transverse direction. The mustang balloon was removed from the patient's body; however, about 1.5cm distal tip of the balloon was remained in the patient and could not be found. The physician thought the tip migrated to a tiny branch of the pulmonary artery and was invisible so it was unable to be removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient sex updated from unknown to male. Patient codes corrected from device fragments in patient 3165 to no code available 3191.

Event description:
It was reported that balloon rupture and tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 30 atmospheres, the balloon ruptured in transverse direction. The mustang balloon was removed from the patient's body; however, about 1.5cm distal tip of the balloon was remained in the patient and could not be found. The physician thought the tip migrated to a tiny branch of the pulmonary artery and was invisible so it was unable to be removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. It was further reported that the patient came back to the hospital for reintervention of the arteriovenous fistula and the physician was able to capture the detached tip in the arterial aneurysm.

Event description:
It was reported that balloon rupture and tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 30 atmospheres, the balloon ruptured in transverse direction. The mustang balloon was removed from the patient's body; however, about 1.5cm distal tip of the balloon was remained in the patient and could not be found. The physician thought the tip migrated to a tiny branch of the pulmonary artery and was invisible so it was unable to be removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.